Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "missing blue winged cap" was confirmed due to operator error during the manual fillport cap assembly process. This is a single use device and will not be repaired. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that one (1) ce infusor lv5 device was observed with a missing fill port cap before product use. There is no patient involvement; therefore, there is no report of patient injury or medical intervention. No additional information is available.